Event description:
On 10/22/98, the intl distributor informed the MFR via a faxed report of the following: prior to infusion (during pre-check) to the pt, it was noted that the drug did not flow through this product. The same type of product was used for a substitution. The customer requested an investigation and replacement. No further details were provided.